Event description:
Over the last few months, an increasing number of basal electrodes could no longer be used for programming. During explant/reimplant surgery, the surgeon noted the electrode array had migrated.